Event description:
Event determined to be reportable based on analysis approved on 08/07/2007. It was reported that during an unspecified procedure, the sentinol stent was unable to deploy. The lesion was reported to be in a biliary vessel. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "good". Analysis revealed stent deployment difficulties and a shaft separation.

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The delivery device, with the partially deployed stent, was received and an outer shaft separation was observed. The touhy borst valve was opened and the deployment handle was fully actuated. The catheter exhibited an outer shaft separation located at the distal edge of the outer hub. The separation appears to be the result of tensile forces exceeding the outer shaft tensile specification. The distal bumper tip was pulled distally out from the outer sheath of the catheter with some resistance and the stent was then deployed. Visual examination of the distal section of the catheter and inner shaft did not reveal any damage or abnormalities that would have contributed to the deployment difficulty. Further examination of the stent did not reveal any inherent material deficiencies that would have contributed to the deployment difficulties experienced during the procedure. The manufacturing records for batch #8767656 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications at the time of distribution. The root cause of the shaft separation was determined to be related to handling. The root cause of the stent deployment difficulties could not be determined.